Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an attempt to deploy a 6.0x120mm absolute pro self-expanding stent system (sess) was made; however, during deployment the thumbwheel stopped working. The handle was opened and the catheter was pulled which maintained the stent stable with the introducer so the stent could be released, but part of the delivery system separated and remained in the patient. Resistance was felt when the sess was removed from the patient anatomy. An unspecified stent was implanted to secure the separated catheter portion against the artery wall. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment difficulty, resistance with the thumbwheel and difficulty removing was unable to be confirmed due to the condition of the returned unit. The material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties resulting in unexpected medical intervention. It is possible that the distal shaft was kinked or entrapped within the anatomy preventing movement of the shaft lumens and causing resistance with the thumbwheel; however, this could not be confirmed. Additionally, it may be possible that force was applied while attempting to rotate the thumbwheel against resistance causing the outer member to separate as noted on the returned unit. Further, the resistance during removal and tip separation was likely the result of retracting the delivery system with the stent partially deployed and apposed to the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1, e3: updated with physician information.

Event description:
Additional information: the resistance felt removing the sess from the patient was with the anatomy. No additional information was provided.